Event description:
It was reported, new small connector set screw collapsed upon final tightening.

Manufacturer narrative:
The material deformation of the set screw was caused by removing the set screw completely from the device.